Event description:
The customer reported having high blood glucose. The customer stated that the insulin pump had a frozen display and unresponsive buttons. The customer also stated that when she pressed the activated button, the button did not respond and started to scroll. The customer stated that the insulin pump was exposed to water. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.